Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported a patient presented on (B)(6) 2022 with grade 4 degenerative mitral regurgitation (mr) with a large atrium and severe leaflet thickening at the central a2/p2 location. A mitraclip was placed at the a2/p2 location. The echocardiography team voiced some concern with the placement, however the physician did not agree and proceeded. The clip was deployed and immediately a single leaflet device attachment (slda) occurred. A second mitraclip was placed laterally to stabilize the first clip. Mr was reduced to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (severe leaflet thickening). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.